Manufacturer narrative:
The reported malfunction for the first set of electrode pads used on the patient of "check pads message" was observed and attributed to the electrodes being wet. Which indicates that the device meet specification alerting the user to a condition with the electrode pads. The reported malfunction for the third set of electrode pads used during testing was observed and attributed to an open jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrodes, was able to obtain an ECG signal and defibrillate the patient multiple times. Complainant indicated that the patient subsequently expired. During subsequent testing with another set of electrode pads, the device displayed a "check pads" message.